Event description:
A radial jaw 3 biopsy forceps device was used during an unknown procedure in 2008. According to the complainant, during the procedure, the "hinge snapped off" and the device was "cut out of" the endoscope. Additional information received twenty four days later, revealed that " the hinge did not snap off - there was one opening of the forceps and a spiked piece of metal protruding from the side." No patient complications were reported as a result of this event.

Manufacturer narrative:
The suspect medical device has been received, but the device evaluation is not complete; therefore, the cause of the reported event is undetermined.